Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-2021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. Patient ID: (B)(6) + right knee. It was reported that approximately 117 months after a right total knee replacement procedure, the patient underwent a revision procedure to address debris synovitis. Revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated debris synovitis status post right total knee arthroplasty. The patient had moderate synovitis. The femur and tibia were not loose. The spacer looked grossly intact. Based on the synovitis and failure of arthroscopic debridement and synovectomy, it was elected to do a complete open synovectomy and a revised spacer. The patient had a 13 spacer which was revised to a 15. This fit perfectly. No operative complications. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm; serial: (B)(6); 510k: k110547; UDI: (B)(4); product code: jwh; x-ray: no; operative notes: yes. Concomitant devices: unknown.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.